Manufacturer narrative:
D10. Concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot: p5b0940); sigpshell, sig power sigpshell control shell (lot: n5c2218y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial: (B)(6); sigmret, sig power sigmret manual retract tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, a cracking sound was experienced before firing, but the user proceeded as the articulation and opening and closing of the jaws appeared to function. After firing on the rectum, the device was unable to retract the blade. The device locked on tissue and could not be removed. The surgeon troubleshoot, but the issue could not be resolved. The user then video-called a representative, but was unable to troubleshoot successfully. Attempts to manually retract the blade using the manual retraction tool were unsuccessful as well. Manual intervention was done pull back the I-beam of the reload back to its original position. When the representative arrived and upon further checking, the reload was found to be loosely connected to the adapter and damaged, with the joint between the reload and the adapter broken. The broken part disengaged, and a leftover reload joint was stuck in the adapter. No pieces fall into the patient's cavity. The procedure was converted to open surgery, requiring forceful breaking of the reload from the adapter to remove the specimen and the use of laparoscopic scissors to cut the colon. Suturing was performed as a staple line replacement. The surgical time was extended by four hours.

Manufacturer narrative:
Additional information: a2, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. A review of the system logs showed that during use in the field, it was noted that following many clamp and articulation movements, the user clamped the attached reload on tissue and fired. It was noted that there were abnormalities in the firing data. The firing did not stop in the expected distance for a 45mm reload. Additionally, there was an abrupt drop in force during retraction indicating a disconnection from the reload laminates. During design assessment, engineering was able to replicate the condition of the knife bar exceeding the length of the 45mm reload during firing which resulted in the system stopping the firing for detecting excessive load instead of detecting the end of the reload. This was done by applying a side load to the reload and adapter connection until a cracking noise was observed. The damage to the reload allowed for additional firing rod advancement prior to detecting the resistance from the end of reload. This resulted in replicating the reported condition and event observed in the system data. It was reported that there was difficulty to retract the knife blade, the instrument made strange noise, and the instrument locked on tissue. The reported issues were confirmed. The most likely cause was damage to the reload prior to entering firing mode. This condition would cause the handle to be unable to complete firing stroke, cause the system to disengage components pre-operatively, intraoperatively and post-operatively, cause a device locked on tissue, and also cause a loss of firing functionality. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.